Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined because the transmitter held not voltage. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. Confirmation of the issue could not be undetermined. The probable cause could not be determined. No injury or medical intervention was reported.